Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, user noticed that a screw on the cadiere forceps instrument was broken. It is unknown if a fragment fell inside the patient during a da vinci-assisted procedure. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the cadiere forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of instrument input disk broken to be related to the customer reported complaint. During the visual inspection, the input disk # 6 was found to be broken and completely detached from the base. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input did not show damage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the disc on the housing end was damaged. The location of the screw was unknown. There were no fragments that fell into the patient and no injury to the patient. It was unknown what caused the damage. The issue was resolved by replacing with another instrument clutch. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.